Event description:
Consumer contacted the office and reported a needle breakoff while using the 0.3ml microfine syringe. Admitted to the hosp where surgery was performed to remove. Called to report hospitalization and surgery due to a needle breakoff.